Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510k: premarket identification: k011028/k013227.

Event description:
Doctor reported that implant at tooth 16 fractured. New implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. A portion of the unknown zimmer screw was returned inside the implant. Visual evaluation of the as returned product identified the implant with signs of use, damage from the removal process. The implant fractured at the collar region. Additionally, the implant has a fractured screw stuck inside. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 16 (fdi) and were used for approximately 11 years, 3 months. DHR review was completed for the subject lot number (60882218). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60882218) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur, and the reported events were confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.